Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. It was noted at the end of the procedure that the guidewire was stuck in the catheter, making it impossible to move it in any direction. When the catheter was removed, a piece of tissue was found on the guidewire. The device is expected to return for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. It was noted at the end of the procedure that the guidewire was stuck in the catheter, making it impossible to move it in any direction. When the catheter was removed, a piece of tissue was found on the guidewire. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis it was observed that the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation.